Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered phrenic nerve paralysis and death. The original procedure date was (B)(6) 2019. Post-procedure; however the actual date was not known, the patient suffered phrenic nerve paralysis. The physician informed that the patient died on (B)(6) 2019, and that the death was unrelated to the phrenic nerve injury, the patient suffered death as a result of pulmonary infiltrates and pneumonitis. The death outcome is not considered related to any biosense webster, inc. Product. For these reasons, the death outcome will not be assessed as being MDR reportable for biosense webster, inc. Diaphragmatic paralysis is considered serious and biosense webster, inc. MDR-reportable.